Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilatation. According to the complaint, after the procedure was completed with this device, the balloon was attempted to be deflated; however all the inflation medium was unable to be removed. The physician waited an appropriate amount of time; however the device was still unable to be deflated. The balloon was removed with the endoscope and the catheter was cut to remove it from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.